Event description:
It was reported that the neurosurgeon was not aware of the patient's discomfort and believed the battery replacement was for end of service. It was reported that the patient did not complain of discomfort at the time of the generator replacement consult. It was reported that the (B)(6) 2013 notes is the first record of the patient's complaint of discomfort.

Event description:
Initially, it was reported that the patient underwent generator replacement due to end of service. The generator was returned to manufacturer for analysis. Analysis identified that the generator was not at end of service and performed according to functional specifications. Further follow-up revealed that the physician's notes indicated that on (B)(6) 2013 the patient's device was 11 years old and that given the discomfort she has with movement of the device over the pectoralis muscle, the patient was refered to surgeon for device replacement. Attempts to obtain additional information have been unsuccessful to date.